Manufacturer narrative:
Further investigation that was received from the hospital stated that the hospital staff had loosened the fastener on the bottom of the ventilator that holds it onto the cart. When they were moving the ventilator, it fell off the cart and it was damaged. The damaged parts were replaced and it was put back in service. The investigation of the damaged parts has not been performed. The cause was the untightening of the ventilator onto the cart, and this is attributed to user error.

Event description:
It was reported that the patient unit of the ventilator was damaged. There was no patient involvement. (B)(4).